Manufacturer narrative:
Unit received from the customer. Refer to evaluation #(B)(4)-customer stated handpiece "would not prime." Verified upon receipt. Found sensor assembly on cassette had a small pinhole leak. Appears membrane partially tore. Unit would not pass vacuum check as a result. The DHR for lot 36612-01 was reviewed. The part met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 36612-01. A review of lot history showed that there were (B)(4) complaints from this lot. This lot has a failure rate of (B)(4).

Event description:
Cartridge does not work-no prime cycle completion.